Manufacturer narrative:
The sodium electrode serial number is (B)(6), with an expiration date of 08-aug-2026. The field service engineer determined that an issue with the ion-selective electrode (ise) flow path had caused the event. Upon inspection, significant build-up was identified on the vacuum nozzle, minor discoloration within the dilution vessel, and worn packing material in the ise nozzle tubing. To resolve these issues, the ise sipper, vacuum nozzle, and nozzle packing were replaced, and the dilution vessel was cleaned. Mechanical integrity was confirmed by verifying unobstructed syringe movement and ensuring the fluidic lines were free of air bubbles or contaminants. Following these corrective actions, the system was primed and successfully passed all performance verifications, including ise checks, calibration, and a precision study. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable sodium electrode result from eighty-two (82) patient samples tested on the cobas pro ise analytical unit. The following are examples of discrepant results for four patient samples: patient sample 1: the initial result from the analyzer was 147.7 (148) mmol/l. The repeat result from another cobas analyzer was 141 mmol/l. The emergency department doctor questioned the initial result, prompting the rerun. The repeat result was deemed correct. Patient sample 2: the initial result was 142 mmol/l. The repeat result was 148 mmol/l. Patient sample 3: the initial result was 140 mmol/l. The repeat result was 149 mmol/l. Patient sample 4: the initial result was 141 mmol/l. The repeat result was 148 mmol/l.